Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During an appointment at the clinic, it was observed that in-situ measurements for the left ear showed 9 channels with status hi impedance. The patient is bilaterally implanted. The patient has not been responding with the left implant. No direct impact to the implant site noted, although the patient did bump the back of the head; there was no bruising or pain. The patient was re-implanted.

Manufacturer narrative:
(B)(4). Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
In-situ measurements showed 9 channels with high impedance. No direct impact to the implant site noted, although the patient did bump the back of the head; there was no bruising or pain.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed 9 channels with high impedance. No direct impact to the implant site noted, although the patient did bump the back of the head. There was no bruising or pain. Further testing is to be performed.